Event description:
The facility reported a colleague infusion pump with a malfunction of channel b not accepting tubing. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the medical surgery department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been previously sent into service for the reported condition of "channel b will not accept tubing." During previous services, the tube channel was cleaned.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of channel b not accepting tubing was confirmed and reproduced during product evaluation. The root cause was assigned to the jaw of the pump head module being out of alignment. The pump head module on channel b was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.